Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2, -11.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluated by MFR: device evaluation: lens returned in a microcentrifuge vial with moisture on the lens. Visual inspection found haptic torn. Claim# (B)(4).